Event description:
Boston scientific received information that during a follow up visit, this right ventricular defibrillation lead revealed pacing impedances greater than 2,000 ohms and increased thresholds. A lead fracture was suspected. A chest x-ray may be performed and the lead will be monitored closely. The lower rate limit was decreased to 40bpm, the outputs were increased, and every attempt was made to decrease right ventricular pacing. No adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Manufacturer narrative:
--

Event description:
--